Event description:
The customer reported fluid invasion with no leakage on the evis exera ii ultrasound gastrovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: gap of adhesive on the distal end / stain entered inside the lens through the gap and a gap between acoustic lens and ultrasound probe. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿fluid invasion with no leakage¿ was not confirmed. The device evaluation found gap of adhesive on the distal end / stain entered inside the lens through the gap and a gap between acoustic lens and ultrasound probe likely due to physical stress. Additionally, the grip and switch box had scratches, the bending section cover had a chip. Due to wear of the angle wire, bending angle in down direction did not meet the standard value. The ultrasonic probe was loose. Due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the issue reported by the customer could not be confirmed at the repair facility. A definitive root cause for the observed gap between acoustic lens and ultrasound probe could not be established. As a result of investigating complaints related to repair from the serial number, no complaint was confirmed as the similar complaint reported from the same facility and the same device. Labeling review: not applicable because we could not determine if the phenomenon occurred due to the handling methods of users. Device history record (DHR) review: as a result of DHR review, it was confirmed that the device met its standards at the time of shipment. Olympus will continue to monitor the field performance of this device.